Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected device thrombosis. Upon disassembly of the device, examination of the outlet stator revealed a loose, non-laminated, tan thrombus formation. Although its origin could not be conclusively determined, the thrombus¿s lack of laminated layering suggests that it did not initially form in the outlet stator and its lack of denaturation of the lack of contact marks on the outlet portion of the rotor and outlet bearing cup suggests that it was not present in this location for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formation nor the duration of its presence in the pump. Its partial obstruction of the blood flow path could have contributed to the reported elevation in the patient¿s lactate dehydrogenase and plasma free hemoglobin levels. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 17 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a plasma free hemoglobin of 46 g/dl on (B)(6) 2016, with a lactate dehydrogenase (ldh) of 673 u/l. The ldh peaked at 781 u/l on (B)(6) 2016. The patient was treated with bivalirudin and heparin and was discharged on (B)(6) 2016 with the ldh at 433 u/l. The patient was readmitted on (B)(6) 2016 for an ldh of 656 u/l and plasma free hemoglobin of 15 g/dl. The patient was treated with bivalirudin and was made status 1a on the heart transplant due to suspected device thrombosis. The patient received a transplant on (B)(6) 2016. No additional information was provided.